Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie drawer was failed to stay closed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 5 on the main was failed with error message failed to stay closed. A field service engineer confirmed that the magnet was intact in the inseparable. A tear was found in the latch sensor, which was then replaced. The drawer was successfully recovered. The system functioned as intended after the field service engineer repaired the device.